Event description:
It was reported that the patient had experienced infusion set tubing leakage at site event on (B)(6) 2026. The infusion et had been in use for less than two hours.

Manufacturer narrative:
Initial 2 of 4.based on the available information, this event is deemed to be a reportable malfunction complaint.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.